Event description:
Revision surgery was reported due to a loosening poly insert.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned devices noted the device is intact and resemble a typical explanted device. The insert shows surface marks and deformation around the locking area. The device was manufactured in 2013. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab noted the returned device was examined visually and using a light microscope. Burnishing/scratching indicative of wear was observed on the articular surface and backside of the insert. In addition, an isolated area of the surface on the backside of the liner, shaped like a stripe/line, was discolored; the cause of this could not be determined. A portion of the dovetail on the backside of the insert appeared to have been cut/broken; this damage may have been the result of instrument contact during revision surgery. No other unexpected features were observed on the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to loosening of the poly insert.

Manufacturer narrative:
.